Event description:
A patient with a 26mm sapien 3 valve implanted in the aortic position, underwent transfemoral transcatheter aortic valve in valve replacement procedure with a 26mm sapien 3 ultra resilia valve, approximately 4 years and 10 months post-implant due to central regurgitation and paravalvular leak (pvl). Per follow-up from the valve clinic coordinator (vcc), the patient was admitted for chest pain, worsening shortness of breath, and acute hypoxic respiratory failure, due to acute chronic heart failure (chf) exacerbation vs recent pneumonia (pna). Per medical record review, the 4-year and 10-month echo showed a preserved left ventricle ejection fraction (lvef) and new aortic valve pvl compared to the 4-year echocardiogram. The operative note indicated that there was bioprosthetic dysfunction with severe aortic insufficiency (ai). The patient had a valve-in-valve procedure (viv) with a 26mm sapien 3 ultra resilia in the aortic via transfemoral approach. A post-dilation was performed using the same delivery system balloon. The implant was a success with good placement and seating which revealed no aortic insufficiency. No procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review revealed no other complaints relating to the complaint code below. The following instructions were reviewed: commander delivery system. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation was confirmed based on the provided medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, "a patient with a 26mm sapien 3 ultra valve implanted in the aortic position, underwent transfemoral transcatheter aortic valve in valve replacement procedure with a sapien 3 ultra resilia valve, approximately 4 years and 10 months post implant due to central and paravalvular leak." Per the medical record, the patient had pre-existing comorbidities (hypothyroidism and hyperlipidemia). Hypothyroidism has an association between thyroid function and valvular sclerosis. Aortic valve sclerosis can increase the risk factor of valve degeneration. Hyperlipidemia can increase the risk of valve calcification leading to early valve degeneration. Valve degeneration can result in central regurgitation. Furthermore, the patient experienced a paravalvular leak, which could affect the hemodynamic of the blood flow, resulting in central regurgitation. Paravalvular leak could decrease the blood backflow pressure, which was required for proper valve leaflets coaptation. If the valve leaflets were unable to be fully closed, it could result in central regurgitation, as reported. In this case, available information suggests that patient factors (pre-existing comorbidities, paravalvular leak) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the pvl is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.